Event description:
Caller reported blood glucose result of "almost 600" mg/dl on the advantage system, "low 100s" mg/dl within 10 minutes on a professional system. Reported no adverse event. A request was made for the return of the system, replacement was sent.